Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure the needle pierced the soft tip of the introducer. There were no reported adverse consequences to the patient. The sheath was replaced to complete the procedure.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath was perforated 2mm proximal to the distal tip. No other visual anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿ the cause of the perforation is consistent with not following the instructions for use.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.